Event description:
It was reported that while using the surgical fiber during a prostate procedure, the fiber ruptured / broke. The case was completed using an alternate procedure (turp). There was no injury reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-603a-(B)(4): the fiber tip exhibits no signs of breaks/fractures; the glass cap bevel edge and metal cap are not aligned; the glass cap can rotate independently of metal cap, and protruding from metal cap; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe charred detritus adhesion on surface, and indications of slight melting on output window; the outer flow tubing open end exhibits minor scratch marks. Probable root cause: based on the device analysis, the product complaint "fiber rupture " could not be confirmed. The probable root cause for the complaint is: not confirmed - returned. Glue failure was observed. The probable root cause for the observed failure is: operation context. The observed failure probable root cause was determined based on heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. This would cause reduced vaporization efficiency. The manufacturer has reviewed all information and determined that this event no longer meets the requirement of a reportable event for the device in question.